Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has not used nor charged the ipg in over 3 years because the patient did not like the way therapy felt. As a result, the ipg became inoperable. Hence, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.